Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, CT revealed extensive filling defects within the bilateral main pulmonary arteries extending into the segmental and sub segmental branches of the lower upper and lower lobes, preferentially to the lower lobe. Approximately three years later, thrombus was seen within the posterior tibial vein and thrombus was identified throughout the femoral vein extending into the left popliteal vein which was non compressible. Approximately, one year later, venous duplex revealed dvt involving the right popliteal and posterior veins as well as the left femoral and popliteal veins. Approximately two years later, CT revealed few struts extending extraluminal. Subsequently, mechanical thrombectomy was performed. The balloon venoplasty was performed which was followed by wall stent placement. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.